Event description:
On (B)(6) 2012, a patient's caregiver reported that she thought the patient's battery was running out. The patient reportedly continued to have seizures. The caregiver reported that she was uncertain if the patient was having more seizures, but confirmed that the seizures were 'harder.' The patient was reportedly last seen in (B)(6) 2011 at which time the battery was assessed. The results of that assessment were not provided. The patient's settings on (B)(6) 2012, were provided. Diagnostic results were also provided; however, it is unknown if these are normal mode or system diagnostics.

Event description:
A letter from the physician was received on (B)(6) 2012, indicating that the patient recently experienced an increase in his seizure activity due to the nonfunctioning status of the device and that the patient needed it to be replaced as soon as possible. Additional follow-up with the physician showed that the 'device malfunctioning' was an allegation that the device was reaching end of service, not a device malfunction. It was also stated that the patient experienced a slight increase in seizures (below pre-vns baseline); however, the patient was still experiencing voice alteration indicating that the device was still delivering therapy. Diagnostics were all normal and there was no end of service flag; however, the physician believed the device was nearing end of service. The patient was referred for revision as he had been implanted in 2001. Surgery is likely but has not taken place.

Event description:
On (B)(6) 2012, additional clinic notes dated (B)(6) 2012, were received. The notes indicated that the paint was having an increase in his typical complex partial seizures with screaming, mouthing movements, eye deviation, occasional falls, and slight confusion for several minutes afterwards. The actual spells lasted less than on minute, but the frequency had increased from the last visit to two to three times per week. The patient s had occasional nocturnal incontinence but no known repeat of the generalized tonic clonic seizure from (B)(6) 2010. It was also noted that the patient felt his vns stimulator was slightly less strong and that he felt discomfort when using the magnet. The patient was reported to be intermittently depressed when thinking about his son's death. The patient; settings were provided and adjustments were made. It was also noted that no vocal changes were witnessed during the appointment. It was believed that the patient's increased seizure frequency and lack of voice alteration reflected battery failure. Attempts for additional information showed that the patient underwent generator revision on (B)(6) 2012. Attempts for additional information and product return have been unsuccessful.